Event description:
It was reported that the custom bivona tracheostomy failed to hold air during placement. An emergent tracheostomy change was performed on the patient. No serious injury was reported in connection with this incident. The patient was reported to be in stable condition.

Manufacturer narrative:
One customized fixed 7.5mm ID device was returned for evaluation. The product cuffs (stoma and distal cuffs) were inflated and leak tested , and during a leak test bath. No leaks were found. The DHR was reviewed for the lot number provided. One device was manufactured for this lot and there were no non-conformities or abnormalities during manufacturing or quality inspection. Per the DHR review, the device passed qa inspection.